Event description:
On the event date, at 2:03 p.m., the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra2 meter "does not turn on". The complaint was classified based on the customer service representative (csr) recorded phone conversation since medical affairs specialist (mas) was unable to obtain/verify additional information. The patient tests his blood glucose once a day before having breakfast and depending on blood glucose concentration levels, the patient takes 25-30 units of lantus to manage his diabetes. The patient stated that this morning (unspecified time) when he attempted to test his blood glucose, the meter would not turn on. As a result, the patient reportedly did not make any changes in regard to his diabetes regimen. Later at 12:30 noon, the patient claimed that he felt "low" but did not seek medical intervention or tested his blood sugar on another device. It would have been helpful to know the time when the patient first noticed the meter not turning on and how many units of insulin the patient administered after the issue. In addition, was the patient eating less during breakfast and whether the patient has other health conditions. During troubleshooting, the csr discovered that the meter was reverting to setup mode; however, the patient stated that the battery was not reseated or replaced. This was not a new out of box product and there was no meter trauma. The reported issue was resolved with troubleshooting. This complaint is being reported because the patient claimed that he developed symptoms suggestive of hypoglycemia after the reported meter issue started. The patient's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.